Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the legal manufacturer¿s investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was evaluated and the customer¿s allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes.

Event description:
It was reported that the colonovidescope suddenly does not vent or flush the lens during colonoscopy under sedation. This resulted in a prolongation of the procedure for 30 minutes or greater and was completed using a backup device. No further patient harm was reported.